Event description:
It was reported that a malfunction occurred on the pump after it fell out of a pocket. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection and did not require any third-party assistance. Technical support provided instructions to reset the pump, and the malfunction code did not recur after the reset. The customer was informed to continue using the pump and to contact support again if the issue reappeared, which was acknowledged and understood.